Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The lens was not returned for evaluation. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the available information, a root cause could not be conclusively determined.

Event description:
It was reported that opacification of the lens and consequent reduction in visual acuity occurred. Additional information was requested, but no new information was received.